Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0962, awareness date 29-aug-2015). It refers to a female consumer in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. In (B)(6) 2010, she was told essure was the safest sterilization and had it implanted. Six months later she started having extreme pelvic pain, acne and joint pain. Not relating her issues to essure, doctors gave her medications and physical therapy. Over the last 5 years, she had seen doctors for many illnesses. In 2015, she began bleeding heavy with her periods for 5-10 days and having periods randomly 2-3 weeks apart. Her ferritin levels dropped significantly and her doctor stated she needed an ablation. In (B)(6) 2015, she had essure removed due to pelvic pain by removing her tubes and ablation. Essure right tube broke during removal due to essure coil migrated to her uterus and was embedded partially in uterus. However, in 2010, the 3-month follow up after essure implant, had shown her essure coil was correctly implanted in her right tube and not in her uterus. In 2015, she had a surgery, doctor also found endometriosis in her uterus. She had no family history of endometriosis. In (B)(6) 2015, she was admitted to hospital for 6 days with small bowel obstruction. In (B)(6) 2015, she had to have complete hysterectomy due to endometriosis and a mass on the endometriosis. Doctor found her endometriosis in and outside her uterus and on the wall of her abdomen which may have caused her small bowel obstruction. She wondered whether endometriosis would have formed in her uterus if essure coil had not migrated to her uterus and embedded into it. Endometriosis was found in her uterus where the coil had embedded into it and stated that endometriosis grew fast in 8 months consuming her ovaries, uterus and abdomen, leading to small bowel obstruction and complete hysterectomy. Ptc investigation result was received on 21-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and six months after the insertion she was having extreme pelvic pain. Approximately four years later she had essure removed along with her tubes due to pelvic pain. During removal, essure from right tube broke because it was embedded partially in uterus. She was also hospitalized for 6 days with small bowel obstruction and a month later she had to perform a total hysterectomy due to endometriosis that was growing in uterus, ovaries and abdomen. The pelvic pain and endometriosis are serious due to required intervention, the embedment due to its medical importance, the small bowel obstruction due to hospitalization and device breakage is non-serious. The pelvic pain, device breakage during removal and device embedment are listed while endometriosis and small bowel obstruction are unlisted events in the reference safety information. In this particular case, the pelvic pain, device embedment and device breakage occurred during essure therapy. Considering the nature of these events, they were assessed as related to essure. In contrast, the endometriosis was diagnosed a few months after essure removal and small bowel obstruction occurred after essure removal. She has no family history of endometriosis. Although, the consumer attributed the endometriosis to the essure embedment, considering the nature of this event, the incompatible temporal relationship and localized action of essure, its causal relationship with essure is unlikely. Since the small bowel obstruction might have been caused by the endometriosis it was also assessed as unrelated to essure. This case is regarded as incident since a device removal was required. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No follow-up will be pursued, as this case was identified during health authority website monitoring.